Event description:
It was reported that the patient presented in-hospital due to shortness of breath and malaise. Pericardial effusion was found via echocardiogram. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.